Event description:
A 31-year-old male patient with a history of prior infection underwent a revision surgery on (B)(6) 2021 to replace an antibiotic spacer with a proximal tibia endoprostheses and restore ambulation. This retrospective investigation is intended to report on the previously implanted eleos devices which were explanted prior to or during this revision surgery. Additional investigation will be conducted and the findings will be provided in a supplemental report submission.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on a review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the explanted devices.

Event description:
At the time of the revision being investigated in this report, the 31-year-old male patient who had an eleos distal femur and proximal tibia replacement presented with a cement spacer due to the removal of several previously implanted components. The patient is known to have a history of chronic infection.